Manufacturer narrative:
(B)(4). Insulin pump received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. However, insulin pump tested with reference test electronics pcba1 and pcba2, was able to boot up properly with no unexpected blank display anomaly noted. Insulin pump received with cracked case at battery tube side. The insulin pump p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer dove into water with insulin pump and then it started to give alerts. Battery compartment was cracked. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device was returned for analysis.